Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the consumer was receiving therapy but was seen for an appointment as their coverage wasn¿t the same and wasn¿t going down their legs. It was later determined the leads had migrated from the bottom of t7 to t6. There were no traumas or falls reported related to this issue. As a result a revision took place on (B)(6) 2016. Following the revision the consumer recovered completely and was getting great coverage. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.